Manufacturer narrative:
(B)(4).

Event description:
Covidien received information stating that during testing, the alarm silence/reset light emitting diode (led) was observed to be flashing intermittently and the down arrow button was unresponsive. The device was not in use on a patient when this event occurred.